Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pm408r - maryland gsp.forceps fen.5/310mm hf con. According to the complaint description, a part that appeared to be made of ceramic and stainless steel at the tip of the jaw broke and fell off. The fragment was visible on x-ray results; it was not specified whether it was retrieved. Afterwards, intraperitoneal irrigation was performed and the procedure was completed successfully. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Event description:
Update: the product code was updated to pm433r - jaw ins.bip.macro forceps d:5/310mm.

Manufacturer narrative:
Additional information: b5 - description updated, d1 - brand name, d4 - product data, d9 - device return, g4 - 510k, h3 - yes, evaluation, h4 - manufacture date, h6 - codes updated. Investigation results: visual inspection: the delivered product has a small particle that was included in the delivery. The ceramic was noted to be broken. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/ preventive measures: based on the current information, a clear conclusion cannot be drawn. The reported damage of the product could be confirmed. There is no indication for a design-, manufacturing- and/or material-related failure. Additionally refer to instructions for use ((IFU) ta010096) under point 2.3.2 and 2.4. 2.3.2 product-specific safety information damage to the working insert due to incorrect handling or operation! To avoid damage to the working tip, especially to the ceramic insulation: - apply caution when operating the product. - to prevent damage at the working end: carefully insert the product through the working channel (e.g. Trocar). - do not apply excessive force. - protect the working tip against knocks and impacts. - use the protecting cap when the product is not in use. Sparks may be created during proper use of the high frequency (hf) instrument, which may lead to ignition or explosion of flammable gases. - observe the safety guidelines in the instructions for use of the hf device. Hf instruments may lead to thermal damage to the patient/user. - adjust the hf device to an appropriate setting to ensure that the peak output voltage is equal to or less than the accessory voltage rating specified for the product. - use hf output power (and - if applicable - argon flow rate) settings appropriate for the intended procedure. - select the lowest possible hf power output. - keep the product's contact surfaces clean during surgery. Remove encrusted tissue residues or body fluids with a moistened swab. - use the instrument only with an insulated outer tube. - avoid tissue contact with non-insulated areas of the working tip. - push the plug of the hf cable onto the hf pin as far as it will go. Check that the plug is held securely before hf activation. To avoid hf burns: - always keep the working end of the product in the user's field of vision whenever the hf power is activated. - prior to activating the hf device, check that the working end of the product is not touching any electrically conductive accessories. - before each use, inspect products visually for: damage and surface changes on the insulation. - never place the product on or next to the patient. - when using accessories for endoscopy or laparoscopy, deactivate the automatic switch-on mode of the hf device. Follow the instructions for use of the hf device. 2.4 application warning risk of injury and/or malfunction! - prior to each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components. - always carry out a function test prior to each use of the product. Warning risk of injury when using the product beyond the field of view! - apply the product only under visual control. Based upon the investigation results, a CAPA is not required.